Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the customer had all the symptoms listed in the field safety notice. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 07/25/2025: the device was returned to the service center due to the voluntary field safety notice/recall concerning sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During inspection, the service center found internal dust/dirt contamination. No foam particles were detected inside the assembly. Consequently, the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.